Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received that the patient did not miss any needed therapy.

Event description:
Additional information received was that there was loss of defibrillation therapy and the MRI settings were not programmed prior to the MRI.